Manufacturer narrative:
(B)(4). Date sent: 12/02/2019. The lot was not provided; therefore, the manufacturing record evaluation could not be performed. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? Unknown. On what date did the implant take place? Approximately 1 year ago. What is the lot number of the linx device? Unknown. When using the linx sizing device what technique was used to determine the size? Per IFU. Did the patient have an autoimmune disease? No. Is the patient currently taking steroids / immunization drugs? Unknown. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Unknown. How severe was the dysphagia/odynophagia before intervention? Moderate. Were there any intra-operative complications during implant? No. Was there any hiatal or crural repair done at the same time as the implant? Yes. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia? No. Was the device found in the correct position/geometry at the time of removal? Yes.

Event description:
It was reported that post implant to an lxmc17 the patient experienced ongoing dysphagia. It was explanted on (B)(6) 2019 with no patient consequences.